Event description:
Boston scientific received information that shortly after the implant procedure, this left ventricular (lv) lead revealed high ventricular pacing impedances greater than 2,000 ohms. The header and lead connection were evaluated, re-inserted and secured. All bipolar lead impedance measurements were within normal range. It was noted that abnormal impedances measurements were present in unipolar configurations only. The lv lead was to be monitored closely and was reprogrammed. All other lead measurements were within normal range. No adverse patient effects reported. Lv lead remains in service.

Manufacturer narrative:
The lv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and amended report submitted should further information be provided.